Event description:
The customer reported intermittent ss amp board warning on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.